Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. The pump was also received with a blank display. Unable to perform the self test, active current measurement, sleep current measurement and displacement test due to blank display. Unable to download history files and traces using thump due to blank display. During visual inspection, cracked case-corner of belt clip rails near the battery tube compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. By using a test case, the pump powered up properly and continued self test, currents testing, download of history files and traces using thump. The pump passed the self test, sleep current measurement and active current measurement. The pump was monitored, and no blank display noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. However, insert battery alarm was recorded and found in the formatted history file on: 04/09/2023 19:15:05.000; 04/09/2023 19:25:00.000; power loss alarm was recorded and found in the formatted history file on: 04/09/2023 19:26:47.000; 04/09/2023 19:26:55.000; pump error 23 alarm was recorded and found in the formatted history file on: 04/09/2023 19:26:03.000; insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Blank display was confirmed due to shifted battery tube assembly. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6)2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 04/06/2023 21:54:00.000; 04/06/2023 22:04:00.000; 04/08/2023 08:39:00.000; 04/09/2023 17:15:00.000; sgcalibrationerror (776) was recorded and found in the formatted history file on: 04/03/2023 15:15:20.000; sensorerroralert (801) was recorded and found in the formatted history file on: 04/03/2023 05:33:46.000; 04/03/2023 10:48:47.000; 04/03/2023 11:53:48.000; 04/03/2023 14:23:48.000; 04/03/2023 14:58:47.000; 04/03/2023 15:53:47.000; the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sg calibration error, sensor error alert or unexpected sensor errors or anomalies were noted during testing. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 04/06/2023 22:12:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery; 04/06/2023 22:22:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery; unable to test for no delivery alarm/insulin flow blocked alarm due to blank display. Pump error 130 alarm was recorded and found in the formatted history file on: 04/09/2023 19:27:03.000; 04/09/2023 19:27:33.000; pump error 130 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery compartment. Unable to perform the required testing, download history files and traces using thump due to blank display. Unable to test for no delivery alarm/insulin flow blocked alarm due to blank display. Blank display was confirmed due to shifted battery tube assembly. However, a test case was used, continued self test, currents testing, download of history files and traces using thump. No blank display noted using a test case. Pump error 130 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported crack on the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the pump was returned for analysis.